Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter display had a line thru it. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, due to an invalid or disconnected phone number, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The reporter stated that the product issue began on (B)(6) 2011. The reporter stated that the patient manages his diabetes with an insulin pump. The reporter stated that 40 minutes after the issue started, the patient had a seizure. The reporter stated that the patient made no changes to his diabetes routine because of the issue. The reporter stated that the patient received ems treatment of IV glucose due to the product issue. During troubleshooting, the lfs customer care advocate (cca) confirmed that no misuse of the product occurred. Replacement products were sent to the patient. While it is not known if the patient was able to continue testing after the product issue began, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.